Event description:
It was reported that an (B)(6) crew was dispatched to the scene of a cardiac arrest patient at approximately 23:00 on (B)(6) 2010. The patient's wife indicated, she found him unresponsive, after she had spoken with him 10 minutes prior, and called ems. The als crew arrived on the scene at approximately 23:01 and began their patient assessment. The patient was connected to their lifepak 12 device; however the device did not recognize the philips defibrillation pads and prompted "connect electrodes". Another set of defibrillation pads was connected to the patient; however the failure remained. The als crew then connected the patient to the philips heartstart fr2 AED of engine co. 82 and continued evaluation and treatment of the patient with that device. A total of six (6) defibrillation shocks were delivered to the patient. The patient was transported to the hospital at approximately 23:43, arriving at approximately 23:51. There was no report of compromise to patient care or an adverse event as a result of the reported failure. The lifepak 12 device and associated cables were removed from service and forwarded for evaluation.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The quik-combo therapy cable assembly was replaced. It was observed that one of the battery latches was missing and a new latch was installed. A performance inspection procedure (pip), as outlined in product literature, was performed on the device. Proper operation was observed and the device was returned to the customer for use. Physio-control further evaluated the removed therapy cable assembly and observed that wires were broken and the molding at the end of the cable was damaged. When the quik-combo therapy cable assembly was manipulated, its recognition by the mock-up device was intermittent. The most likely cause for the break in the wires is excessive force in disconnecting the quik-combo therapy cable assembly from the device. The cause of the reported failure was determined to be due to a break in the wires of the quik-combo therapy cable assembly.